Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states the initial problems she started having began 6 months ago. Patient states she talked to the representative at the doctor's office and the first problem was an error message that would say something about the relief cannot be provided at this time at the bottom of the screen. Agent confirmed settings not available. Patient said they would click and it would go right back and would start working. Patient mentioned they went to the pain management doctor and talked to manufacturing representative (rep) and the error message would come up every time they would do anything. Agent asked what the error code was and patient said it could not provide stimulation at that time and there was a bottom to click to move forward but then it would work and say it couldn't do it but it worked. Patient also said if they turned stim off to drive the car the message would came up. Patient stated they always turn it off to charge and then it comes up when they is done charging and when they goes to turn it on it will come up so every single time they does anything it would come on. For two months they was on a new program and the message was gone but then slowly it started coming back on the c program. When patient went back for the next appointment they showed her it was back so amy messed with the programs again and it was still coming back. This past week patient was on the cruise and like two days into the cruise one day they would be charging and the controller would just terminate on its own and it took forever to charge. When it would charge they would get the same error message and then a new error message came up saying something about charging had to be between these numbers and there would be a set of 3 numbers and the middle number would change depending on where the charger was on her back. Patient finally did get it charged but it never would go down. Patient spent one whole day where it said it was at 100% and it never decreased so they were in pain and it just was not on or working. Pt states she's taking more pain pills. Pt states when on doesn't run down and stays at 100. Pt states she's reset the equipment many times. Pt mentioned her implant has depleted and agent reviewed this would be a normal error code. Agent reviewed passive charge and advised this can be a normal number. Pt states its always at 100%. Agent sent request to repair for controller to rule this out. Agent directed to hcp to have the ins checked for settings not available as this is an implant and not equipment issue. Pt states she is meeting with the mdt rep next week. Per additional information received from manufacturer representative (rep), on 06oct2024 patient came in complaining that they could not turn stimulation up as they were getting oor. An impedance check was performed in all contacts were within normal limits. Patient stated if she switched to another program and then went back to current program they were using she could then turn the stimulation up. Patient stated that she had been doing a lot of moving as her mother passed away and she had been cleaning out a house. No changes were made to stimulation as of that day. On (B)(6) 2024 patient came in stating that she uses group a and b so she was given a new group c. Patient states that she was getting oor. An impedance check was performed. All contacts were within normal limits. Patient was reprogrammed using group c by using different contacts. Patient was to try program to see if she was able to increase stimulation without getting oor and on (B)(6) 2024 patient was given a new group b. No changes were made to group a. Group c programs.2-4 pulse was increased from 170 to 200. An impedance check was performed and all contacts were within normal limits. Per additional information received from manufacturer representative (rep) they were not aware of any issue . Pt was reprogrammed and an impedance check was performed and was within normal limits. Mpxr is not needed as stated above all contacts were within normal limits. Additional information was received from the rep. It was reported that patient has been getting oor unrelated to fall. An impedance check was performed and all contacts were within normal limits. Patient has been getting oor for a couple of months now so the rep switched programming from dtm to ld programming, however when rep started turningstimulation up, patient was getting rib stim on the left side when testing on both leads. Rep asked patient had she had any falls as it was not normal for patient to get rib, stim, and patient stated that she fell back at the end of november, but cannot remember the exact date. Patient stated she lost her footing and fell on her left side. The nurse practitioner at hcp's office was notified and will be ordering an x-ray of the leads. Patient was reprogrammed ld decreasing the pulse with so that she was not getting stimulation in her ribs. Patient¿s going to try all three programs to see if she notices a difference and is able to turn stimulation up avoiding oor. Patient stated that she did have issues with her patient programmer, but she spoke to patient services and they sent her a new patient programmer and battery. It was noted that the day of the report, patient¿s adaptive system was also turned off as somehow she states it got turned on, and all her settings were at zero based on her positional movements. The rep did turn adaptive stim off so that will not be an issue in the future.

Manufacturer narrative:
Concomitant medical products: product ID: 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.